Event description:
A chloraprep pad that was provided in the trinity sterile IV start kit was being used, while rubbing the pad on the patients arm it caused scratches on the area being cleaned. When the nurse rubbed her fingers over the sponge, there is a sharp area much like broken glass, protruding from the sponge.